Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a label defect was found before use with a bd vacutainer® eclipse¿ blood collection needles. The following information was provided by the initial reporter, "the label was defect." 3 occurrences were reported.